Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reported the buttons on her infusion device do not function. The protective rubber has peeled off the up button. She inserted a new battery, and the infusion device displayed an e8 power interrupt error that could not be cleared by pressing the check button. The infusion device was requested for evaluation.